Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 5am. The patient manages her diabetes with glipizide pills, metformin pills and insulin. The patient administered an increased dose of metformin pills (around 3pm) and insulin (around 11pm). Later that evening, the patient claimed she felt symptoms of blurry vision and heart palpitations. Treatment was not specified. At the time of troubleshooting, the cca noted there was no indication of misuse. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2014), the lay user/patient¿s products have been returned, and were evaluated on 08/28/2014 by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.